Event description:
Attorney reported: on (B)(6)2007, patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a bard composix kugel mesh. On (B)(6)2008, patient's condition worsened, and she presented to the hospital due to a recurrent hernia. During surgery, her surgeon found that the mesh had buckled and was no longer secured to the fascia. A portion of the mesh was excised at this time. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.